Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -12.0/+3.5/91 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was not exchanged for another lens. The patient's post-op best corrected visual acuity was 20/22.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection was also performed. Work order search: no similar complaints were reported for units in the same lot. Claim # (B)(4).